Manufacturer narrative:
(B)(4).

Event description:
Device evaluation: the lay user/patient¿s test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing; the reported issue was confirmed. It was found that the sample could not be drawn sufficiently into the test strip chamber due to a defect with the coating of the hydrophilic film on the engineered top tape. Complaints relating to the reported product were evaluated. It was concluded that the number of complaints for the product did not breach thresholds indicative of a systemic issue. On (B)(6) /2019, the lay user/patient contacted lifescan (B)(4), alleging that their one touch select test strips would not draw the sample into the test strip chamber. This complaint was initially ruled out because during customer services troubleshooting, there was no indication to reasonably suggest that the product malfunctioned and there was also no allegation of an adverse event as a result of the reported issue.